Event description:
Report received from USA stating that wires of the device were exposed. The device was being used during knee surgery. There was no patient or user injuries. It is unk if delay or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).